Manufacturer narrative:
The implant coil was returned with the pusher and introducer for analysis. The proximal section of the pusher was according the specifications; however, the distal section (heater coil section) was noted to be damaged and burned, and the heater coil was stretched. The implant was undamaged. The proximal section of the implant had burned particles of the strain relief pet and monofilament. The pet and the burned section of the monofilament were removed from the proximal section of the implant, and this section was noted to be undamaged. The investigation could not verify the reported event that the coil detached after a non-detachment. The implant was found to be detached via a normal thermal detachment, but the heater coil was found to be completely stretched. The investigation could not confirm the reported prior non-detachment as described in the complaint. The stretching appears to have occurred after the thermal detachment of the implant, as it would not be possible to detach with the stretch damage found. Therefore, the stretching is not considered related to the complaint. The device appeared to have functioned normally, but the investigation could not confirm if there was any detachment issues prior to the successful detachment. The returned components indicate that the device was detached thermally through the activation of the controller. The device performed as expected and within specifications.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned to the manufacturer. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the coil passed the electrical continuity test; however, during an attempt to detach the coil, the controller light turned red and the coil did not detach. A new controller was used; however, the coil did not detach. The physician pulled the pusher catheter, and the coil detached inside the catheter. The entire coil was removed along with the catheter as a single unit. There was no reported patient injury, intervention, or health damage.